Manufacturer narrative:
Corrected data: upon further review, the reported event (far vision) was reassessed and updated as blurry vision (2137) and the earlier event code for unexpected postop refraction (2138) no longer applicable. Therefore, this follow-up #1 report is being submitted to provide the corrected data under MFR report number 3012236936-2024-0001992. The following sections have been updated accordingly: section h6: health effect - clinical code: blurred vision (2137). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported that the non preloaded multifocal intraocular lens was explanted during secondary surgery as the patient was dissatisfied with the visual acuity and constantly complained about far vison and dysphotopsia. The lens was replaced with lens from another manufacturer. The product is not available for return. No other information is available.

Manufacturer narrative:
Section a2, a3,a4 and a5: unknown/ not provided. Section d6b: if explanted, give date: unknown/ not provided. Section e1: reporter: email address: unknown/ not provided. Section e1: reporter: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.